Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for evalution?yes. D10: returned to manufacturer on: 17-nov-2022 h6: investigation summary one sample and three photos were provided to our quality team for investigation. Through visual inspection, ten blue colored embedded specks were observed. Fourier transform infrared spectroscopy (ftir) analysis was performed to determine the makeup of the foreign matter. The results showed that the foreign matter was nitrile gloves. Potential root cause for foreign matter cannot be determined as nitrile gloves material is not used in the needle manufacturing process. A device history record review was completed for provided lot number 2025241. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect.

Event description:
It was reported that blue/green foreign matter was found splattered inside the bd safetyglide¿ needle cap before use. The following information was provided by the initial reporter: "250mm gauge by 1 in there is blue specs like toothpaste substance in the cap splattered inside case that houses the needle... Yes there is some greenish blue substance splattered on the inside of a needle cap of product... I wasn¿t sure what is on the inside of the cap, but it has the color of toothpaste blue/green. It was splattered on the inside of a syringe cap... ¿ was the issue noticed prior to use? Yes ¿ what was the product being used for, at the time the issue was noticed? Vaccine injection ¿ was there any patient impact/harm, due to the reported issue? No"

Event description:
It was reported that blue/green foreign matter was found splattered inside the bd safetyglide¿ needle cap before use. The following information was provided by the initial reporter: "250mm gauge by 1 in there is blue specs like toothpaste substance in the cap splattered inside case that houses the needle... Yes there is some greenish blue substance splattered on the inside of a needle cap of product... I wasn¿t sure what is on the inside of the cap, but it has the color of toothpaste blue/green. It was splattered on the inside of a syringe cap... Was the issue noticed prior to use? Yes. What was the product being used for, at the time the issue was noticed? Vaccine injection. Was there any patient impact/harm, due to the reported issue? No"

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.